Manufacturer narrative:
H3, h6) the returned clamp has many nicks and scratches. The adjustment screw threads are damaged limiting the movement of the clamp face. The retainer ring on the tip of the adjustment screw has been stretched from misuse and is also allowing some play in the movement of the clamp face. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that even though the screw was tightened, it still became a bit loose. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome.